Event description:
Allegedly instrument is broken.

Manufacturer narrative:
This is a reportable malfunction. No serious injury has been reported from this event. During a retrospective review of the files, we determined this incident to be a reportable event.

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event.